Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the insertable cardiac monitor exhibited episodes of over-sensing due to post sensed t-wave over-sensing and under-sensing. No intervention was performed. The patient will be further monitored. Patient was in stable condition.